Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device was not returned; therefore, technical analysis cannot be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned the most probable investigation conclusion code of cause not established as the device was not returned or images provided. This code was selected as the most probable complaint cause based on the information available. Based on the medical review task conducted for this complaint, the reported clinical event is anticipated per the instructions for use (IFU). Without the returned device or additional input from the user facility, the root cause of the reported advancing difficulties cannot be determined.

Event description:
It was reported that removal difficulty occurred resulting in additional device intervention. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 80% stenosed target lesion was located in the severely tortuous and severely calcified circumflex artery. A 4.00 x 20mm synergy xd drug-eluting stent was advanced and deployed without any issues. Following deflation of the stent balloon, the stent delivery system was stuck in body and could not be pulled back through the guide. The device was reinflated and deflated several times, but the stent system still would not come out. The physician cut the hub off of the catheter and used a guide extension catheter to retrieve the rest of the shaft and nothing were left in the body unintended, and the procedure was completed. There were no patient complications and the patient fully recovered.

Event description:
It was reported that removal difficulty occurred resulting in additional device intervention. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 80% stenosed target lesion was located in the severely tortuous and severely calcified circumflex artery. A 4.00 x 20mm synergy xd drug-eluting stent was advanced and deployed without any issues. Following deflation of the stent balloon, the stent delivery system was stuck in body and could not be pulled back through the guide. The device was reinflated and deflated several times, but the stent system still would not come out. The physician cut the hub off of the catheter and used a guide extension catheter to retrieve the rest of the shaft and nothing were left in the body unintended, and the procedure was completed. There were no patient complications and the patient fully recovered.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.